Event description:
Event description boston scientific received information that during the implant procedure this atrial lead was difficult to pass through the introducer, it was suspected that the mannitol coating had dissolved. Once the lead was in the atrium the helix became attached to the tricuspid valve. The lead was unable to be removed, the decision was made to surgically abandon the lead. A transesophageal echocardiogram was performed with no evidence of effusion or cardiac related problems. No adverse patient effects were noted.